Manufacturer narrative:
External, visual inspection: there were no signs of any physical damage. There were no indications of dried fluid within the cassette compartment underneath the mushroom heads. The heater tray/scale was not obstructed. During a simulated treatment set-up, a warning occurred. The cause was a leaking pressure tank. Due to this, the pneumatic reservoir assembly was replaced. After replacing the pneumatic reservoir assembly, a subsequent simulated treatment was performed using the received cycler, and there were no further alarms or problems that occurred during testing. There were no fluid leaks in the test cassettes during the treatment tests. After replacing the pneumatic reservoir assembly, the valve actuation test passed. After replacing the pneumatic reservoir assembly, the system air leak test passed. Internal inspection: there were no indications of fluid or dried fluid inside the cassette compartment or in the interior of the received unit. The internal visual inspection of the received cycler unit found no discrepancies. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Clinical review of medical records show that on (B)(6) 2015, the patient was discharged from the hospital against medical advice. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) on (B)(6) 2015 that a (B)(6) male patient started using delflex intraperitoneal (ip) route, dose and frequency unknown, on an unknown date for an unknown indication. On (B)(6) 2015, the patient was admitted to the hospital for abdominal pain, cloudy effluent, was diagnosed with (B)(6) epidermidis peritonitis, that was treated with vancomycin and ceftazidime. The patient was discharged on (B)(6) 2015 and the patient's event of abdominal pain, cloudy effluent, and peritonitis had resolved.